Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Impossible to pass into the 1.8 mm incision with the sleeve. No patient impact. No product returned.